Event description:
A surgeon reported four of nine pts developed toxic anterior segment syndrome (tass) following cataract surgery with intraocular lens implant (iol). In this case, the pt presented with 2+ fine floating in the anterior chamber (ac). The pt was seen in 2007, and there was no residual inflammation. Her uncorrected visual acuity was reported as 20/25. Follow-up with the o.r. Manager revealed no changes have been made in the staff or in the o.r. Procedures. She did mention their facility reuses single-use phaco tips. The cause for these four cases of tass is not known. Additional info has been requested. 1119421-2007-00044 - pt #1; 1119421-2007-00045 - pt #2; 1119421-2007-0046 - pt #3; 1119421-2007-00047 - pt #4.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. Sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. There have been no other complaints received for this lot number.